Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (I and ii), lot x389.

Manufacturer narrative:
In-house testing confirmed the presence of the fya and jkb antigens on retention product. No patient sample was submitted for investigation. A product deficiency was not identified.